Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the procedure, after the right atrial (ra) lead was inserted and secured in the header of the device, there was oversensing seen. The lead was then removed, cleaned, and firmly re-inserted into the device. The device was inserted into the pocket. Lead noise was noted when the device was manipulated in the pocket. The ra lead was removed and replaced successfully with a new pacing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.